Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that two days after being implanted, the right atrial (ra) lead indicated high thresholds, undersensing, and a micro dislodgement. The lead was reprogrammed, and a lead revision was planned for. The ra lead remains in use. No patient complications have been reported as a result of this event.